Manufacturer narrative:
Product complaint (B)(4). This is a duplicate of 1818910-2020-06325. 1818910-2020-06667 is being retracted as it is a report duplication. 1818910-2020-06325 will be kept for investigational purposes.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on ad 27 feb 2020 were reviewed on ad 02 march 2020 by a clinician to identify product issues and/or patient harms. Patient received left primary pfc sigma tka to treat degenerative joint disease of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without reported complications. Primary implant sticker sheet is available on page 11 of the medical records. On (B)(6) 2014, the patient sent a letter to depuy with complaints of a ¿snapping¿ in the knee joint when moving. On (B)(6) 2020, the patient sent a letter to depuy with complaints of pain, emotional distress, and, ¿being restricted in what and how¿ he could accomplish daily tasks. Records indicate the patient was revised due to pain. Upon entering the knee, the surgeon identified and excised pericapsular scar tissue before removing the tibial insert. The femoral component, patella, and tibia were all revised due to loosening at an unknown interface. The patient was then implanted with depuy revision knee components utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per (B)(4) - known possible complication of joint replacement surgery. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found additional related reports against the provided product code, lot number combination. A previous review of the device history records per comact-(B)(4) on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot ==> a previous review of the device history records per comact-(B)(4) on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination.